Manufacturer narrative:
A ge service rep performed an on site investigation. Investigation identified the need to reload to the right level of software and installing system cal files. Reload and installation completed. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system was not storing images. It was also referenced that after reloading software the system presented detection errors. There was no report of pt injury.